Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had additional surgeries to remove and implant devices; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/davol ventralight st (device #2). It is alleged that on (B)(6) 2016, the patient underwent surgery for the removal of the previously placed hernia mesh products, and implant of an unspecified bard/davol composix e/x (device #3). On (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #4). On (B)(6) 2017, the patient underwent surgery for removal of the hernia mesh implanted on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1), ventralight st (device #2), and the two (2) composix e/x (device #3 and device #4). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."